Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a tip detachment occurred. A 330cm gw(5pk) flop rotawire-ic was selected for use. During preparation, the tip was of the rotawire was bifurcated. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.